Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the resistance during sheath aspiration cannot be established despite three requests for its return, as the product has not been returned for analysis device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive sheath device confirmed that the event of loss of aspiration is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the observed allegations cannot be established.

Event description:
It was reported that the sheath exhibited resistance when aspiration was performed. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. Groin access was obtained and the sheath was introduced into the patient. The right atrium (ra) was mapped first, then the transseptal puncture (tsp) was performed and the left atrium (la) was mapped. Ablation of the pulmonary veins was performed successfully before moving on to post mapping, where it was found that a touch up ablation was needed at the right superior pulmonary vein (rspv). The farawave catheter was reintroduced into the sheath. After insertion of the farawave more resistance than normal was felt when aspirating the faradrive sheath. The touch up was performed with the farawave catheter, then a cavotriscuspid isthmus (cti) ablation was performed using radiofrequency (rf) ablation. The procedure was completed successfully without replacing the sheath. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited resistance when aspiration was performed. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. Groin access was obtained and the sheath was introduced into the patient. The right atrium (ra) was mapped first, then the transseptal puncture (tsp) was performed and the left atrium (la) was mapped. Ablation of the pulmonary veins was performed successfully before moving on to post mapping, where it was found that a touch up ablation was needed at the right superior pulmonary vein (rspv). The farawave catheter was reintroduced into the sheath. After insertion of the farawave more resistance than normal was felt when aspirating the faradrive sheath. The touch up was performed with the farawave catheter, then a cavotriscuspid isthmus (cti) ablation was performed using radiofrequency (rf) ablation. The procedure was completed successfully without replacing the sheath. No patient complications were reported.